Event description:
A consumer reported that she had used this product for many years, but approximately nine months ago, she had two eye infections. Additional information was received from the optometrist who reported the consumer presented with red, painful eyes. The consumer reported she had stopped wearing her contact lenses and was using on over the counter eye drop to treat the redness. The consumer was also reporting photophobia, watery eyes, stabbing pain, and decreased vision. The consumer reported she had not slept in her lenses. The optometrist reported that following the resolution of the symptoms from this event, the consumer purchased a new bottle of this product. Upon using the solution, the consumer experienced the same symptoms. The consumer was treated with steroid and antibiotic drops. The optometrist's diagnosis included diffuse punctate keratitis and possible thygeson's. The optometrist reported the event resolved following treatment. The consumer has changed to a different multipurpose cleaning solution and is having no problems.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information. A completed questionnaire was received from the healthcare provider on (B)(6) 2012. (B)(4).